Event description:
Sternal closure procedure in 2006. Screws pulled out of the patient's bone, revision surgery four months later.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Same surgery as reported under 1032347-2006-00024 & 1032347-2005-00026. Three different size screws were used in procedure.